Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening (unchanged) mitral regurgitation (mr), mitral valve injury (tissue damage) and surgery, are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Based on the information reviewed, the worsening mr was the result of potential tissue damage and both appear to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 3. The first clip was implanted successfully. To further reduce the mr, a second clip was implanted. When advancing a third clip, it was noted that mr returned to 3. The third clip was not implanted and was removed. It was suspected tissue damage occurred due to the second implanted clip. The third clip was not implanted and was removed. The procedure was aborted. A surgical procedure was performed. No additional information was provided.